Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, leakage of medical fluid from the connection part of the filter was noticed. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation in used conditions, with its original open packaging. Leak test: sample was tested using a syringe with colored water. Results: during the test, the sample a leak was found between the filter and tube. The complaint was confirmed. Based on the analysis conducted in the sample provided, the complaint was confirmed, per pfmea rmd-1006 rev. 100, the most probable root cause for this condition is due to lack of solvent (delamination out of specifications). The cause of the reported problem was traced to the manufacturing process.